Event description:
It had all but one tiny string sliced- tampon [device breakage]. Case narrative: consumer reported via email that she noticed the string looked thin and all but one tiny string sliced. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.